Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The rep reported that the potential "system integrity" was how the smart programmer report defined the abnormal impedance reading. The cause of the high impedance readings were unknown and it was unknown what most likely caused or contributed to the issue. When asked what steps were or would be taken to resolve the issue, they responded the patient was being scheduled for an x-ray and follow-up visit with the implanting physician, but the date was not available. The issue had not been resolved. The cause of the positional and intermittent stimulation closer to the battery pack was not determined. It was unknown what most likely caused or contributed to the issue, and the same steps were planned to try to resolve the issue as previously noted. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reiterated that the cause of the high impedance readings (orange exclamation marks), and cause of the positional and intermittent stimulation closer to the battery pack was unknown. When asked what steps were or would be taken to resolve the issues, they responded that the patient was seen in-office by the doctor on 2021-jan-11. The evaluation noted impedance of all leads, unable to clear. It was discussed the patient would benefit from lead revision and possible pocket revision. The patient wanted to hold off at the time of the report due to cost, but would notify the doctor if they changed their mind. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that at a routine follow up visit with the in-office implanted system champion, the manufacturer representative (rep) was notified that when they ran impedances, the smart programmer had all ¿exclamation points¿ and the report showed a potential ¿system integrity¿. The rep walked them through how to change the parameters and run an impedance check at a higher amplitude/pulse width, and they received the same orange exclamation points. The patient was on program one and felt vaginal stimulation at 0.7 volts. The patient also reported intermittent surge in positional uncomfortable stimulation, that happened closer to the battery pack, not vaginally, where they typically felt stimulation. There were no recent falls nor diagnostics nor medical procedures. They planned to set the patient up for an x-ray, then bring them back to see the implanting physician to discuss the results of the x-ray. The issue was not resolved at the time of the report.

Event description:
Additional information was received from the patient. They reported that since it went bad they had it removed a little over a year ago.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va24bcx, implanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, lot# va24bcx, implanted: (B)(6) 2020, explanted: (B)(6) 2024, product type: lead. D6b: explant date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the wires have broken and become loose in her body. The patient won't have a revision due to cost. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va24bcx serial# implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.